Event description:
During product service by a service technician, a flogard infusion pump was found to have right force sensing resistor (fsr) out of specification. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Functional test confirmed that the force sensing resistor (fsr) was out of specification. To correct the condition, the right fsr was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.